Event description:
It was reported by the patient's legal representative that the patient underwent a hip resurfacing procedure on (B)(6), 2007 and is subsequently reporting pain and limited mobility four months following the procedure. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. As prodict is still implant, no product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.